Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4 batch #: w7017h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the handle broken. The blade tip was not broken as reported. Due to the returned condition of the device, no functional testing could be performed. However, the activation switch button was tested separately and it works as expected. It is possible that the damage to the handle could be caused the incomplete pre run user initiated test issues reported. It is recommended that when assembling the instrument to the handpiece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number w7017h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023.

Event description:
It was reported that during a pediatric hemipteroid procedure, connected har9f to hpblue and into gen11 generator. Device would not advance past the testing phase - would not respond when the buttons were pushed. New generator, cord and device were tried. Same instance occurred. New generator, cord and device were tried again (total of 3 of each). Same instance occurred. Rep was called - in room and observed the tightening and assembly of devices, and generators not responding to the device prompts. Rep then isolated out all 3 hpblue cords, tested them with a demo device out of the sterile field and the generator responded to the prompts. All cords had remaining uses, all generators were updated with most recent software. As nurse disassembled the har9f from the cords, one of the devices had the active blade snap accidentally. The other device fell apart in the nurses when disassembled (even though proper steps were followed and observed by rep). 3 impacted devices. Surgeon was unable to get a harmonic device to work for the procedure. Had to proceed with monopolar and bipolar cautery alone.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation is pending. Additional information was requested and the following was obtained: "he harmonic shear would not lock into the reusable harmonic handpiece. No error message appeared, and we could not register the handpiece for use. This occurred 5 times during 2 surgical procedures. The console, reusable handpiece, disposable shear were changed at each attempt. Impact of incident: detected before use" attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? How long was the delay mentioned in the event description? Did the extended surgery time due to the issue with the device changed the plan of care for the patient? What is the current condition of the patient? Was there any other action taken for the prolonged time of the surgery? Did the procedure have to be converted to open? Did the patient need any different type of post op care due to the extended time of the procedure?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.